Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the jw4 and jw5 with juvéderm¿ voluma¿ with lidocaine and juvéderm® volux¿. Patient developed nodules under their skin, face is becoming more swollen, feels warm to the touch with two hard lumps in the cheeks, the lump on jaw/chin has grown and the jaw line is itchy. Events ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00503 (allergan complaint #(B)(4). This MDR is being submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.